Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the black exit marker detached and was pushed out through the scope and into the patient. Reportedly the black exit marker was retrieved, though it is unknown on how the exit marker was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.